Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va17sva, implanted: (B)(6), explanted: (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/ pelvic floor. Health care professional reported they met with the patient multiple times to resolve the issue. They agreed to explant as patient refused any additional ¿work up.¿ the explant took place (B)(6). No further complications reported/anticipated.